Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There was no device malfunction associated with the event. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was 2 centimeters in size and located in the left upper lobe close to the pleura. The procedure was completed as planned with no delays. A chest x-ray was performed after the procedure and identified a pneumothorax; a chest tube was placed to resolve it. The patient was admitted due to the event. The physician believed the pneumothorax was not ion-related and would have likely occurred via another modality because the target lesion was close to the pleura. There was no device malfunction associated with the event. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.